Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing break on reservoir, directly above the thick portion. The device was removed/replaced.

Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable device was removed/replaced on (B)(6) 2020 due to a tubing break. Additional information received from the territory manager indicated: ¿tubing break on reservoir, directly above the thick portion.¿ a titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the inlet tube and strain relief junction of the reservoir. Testing revealed this to be a site of leakage. Surface abrasion was noted on all pump tubing, and exhaust tubing of cylinder 2. No functional abnormalities were noted with the pump or either cylinder. No other adverse patient effects were reported. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress was exerted on the strain relief near the reservoir to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable.